Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there are white spots on the image and water leakage from the head unit. Based on the results of the investigation, a definitive root cause could not be identified. Regarding the events found by olympus, it is likely the following led to the malfunctions: there are white spots on the image due to water leakage from the head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not operating during reprocessing. There were no reports of patient involvement.